Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump was not working. Customer blood glucose value was 175mg/dl at the time of the incident. Customer stated that insulin pump's screen was distorted and reservoir l;ip ring had no damaged. The device will be returned for analysis.

Manufacturer narrative:
Device was received with a blank display, problem isolated to electronic assembly. Unable to perform the displacement test, sleep current measurement, active current measurement and self test due to the blank display. Device received with keypad overlay texture damaged.